Manufacturer narrative:
Exemption number: e2014018. A visual inspection of the instrument. Here it was noticed, that both gripper tips are present. In the next step a functionality test was performed. It was noticed that the instrument was jamming/seizing up. The reason for this is that one of the gripper is slightly bent, the other gripper is straight. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot and this error pattern at hand. The root cause for the problem is most probably usage related.

Event description:
It was reported by the healthcare professional "io tip of instrument broken."